Event description:
It was reported that during a gyn procedure, surgeon realized that he had perforated the uterus while removing the resector. No further consequences reported. No medical intervention required.